Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient with this right atrial (ra) and right ventricular (rv) leads had episodes of ventricular tachycardia (vt) showing oversensing of signals on the ra and rv channels. A decrease in the rv pace impedance measurement from 990 to 490 ohms was also observed. Boston scientific technical services (ts) suggested performing an x-ray or isometrics to rule out any electromagnetic interference (emi) sources. The cause of observation was not identified and monitoring was continued. Further non invasive testing will be performed at the next clinic check. The rv lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.